Event description:
It was reported that during the implant procedure, when the physician was slitting the inner catheter, part of the catheter split off from the rest of the catheter. This has happened many times for this physician. The catheter was not used. No patient complications have been reported as a result of this event.